Event description:
A customer reported a loss of monitoring due to telemetry signal drop out. The drop out was intermittent, lasting up to five mins at a time, over several days. Reportedly, the issue was immediately observed by the hospital staff who watch the monitors. As a result, any pt of concern was placed on a bedside monitor and the remaining telemetry pts were observed closely by hospital staff. No death or injury was reported. Following the event, ge healthcare service went onsite and returned the system. Since that time, no add'l dropout events have been reported. Ge healthcare's investigation into the root cause of the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.